Event description:
Related manufacturer number:3006705815-2022-15012. It was reported the patient experienced high impedance on 1 lead. In turn, during the same procedure the battery was repositioned for discomfort at ipg site. Therapy was restored post operatively. The investigation did not determine which lead recorded high impedances.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000081971.